Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 445 mg/dl, 420 mg/dl, 265 mg/dl, and 147 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.